Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the front therapy pad. There was no alleged device malfunction contributing to the irritation. The patient's physician prescribed lotrimin lotion and hydrocortisone cream. Follow up indicated that the patient is using the lotrimin lotion and the skin irritation is improving.